Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) system exhibited high out-of-range right atrial (ra) pacing impedance measurements of over 3000 ohms. After the alert was recorded, noise was observed in numerous atrial tachy response and signal artifact monitoring events. Technical services (ts) also noticed undersensing of p-waves and possible loss of capture and indicated that these issues are possibly caused by conductor fracture. Further evaluations were recommended. This ra lead remains in service. No adverse patient effects were reported.